Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported patient was experiencing uncomfortable and ineffective stimulation and programming was attempted and unable to resolve the issue. As such, surgical intervention was undertaken wherein the system was explanted.